Manufacturer narrative:
Device-b d6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, ab good; condition of pinion gear, ab good; condition of short rack, ab good; condition of yoke, ab good and was instrument cycled, ab yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instruments reportedly "did not work properly" during surgery. Instruments were returned in good physical condition. Instruments were cycled, fired, cut, and formed staples within design specification. Instruments were disassembled to examine internal components and no deformations could be identified. It was concluded that instruments were fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the devices were used during an appendectomy procedure. It was reported by the affiliate that the device did not work properly. There was no pt consequence.